Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.